Event description:
It was reported that during a nephrostomy treatment the wire broke. The anatomy location was the kidney. The unspecified nephrostomy catheter was advanced over a 0.025 inch 180cm platinum plus guide wire. The wire became stuck inside the catheter, and during withdrawal the wire broke. The spiral core was "cut over" only one spring coil didn´t break. When withdrawing the wire, the wire extended. The wire was taken out with a snare. The procedure was completed with another of the same device. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).